Event description:
The distributor reported that the nurses are not using the pull tabs to open the panels. This is causing the slider to become damaged on both side panels. The distributor asked the customer if they needed an in-service, and they refused. The damage was discovered during set-up, while the caregiver was still at the pt bed side. Evaluation of the returned product found that the panel zipper slider body was open.

Manufacturer narrative:
Evaluation of the returned product found that the zipper slider body on panel side b was open. On window side a, there was a two inch hole in the netting. On panel side d, the houdini clip was missing. The user manual states to "always use the zipper pull-tabs and ensure that zippers are fully closed." The user manual also warns never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. If a zipper slider is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the pt will be able to open the panel and fall. Manufacturer reference #: (B)(4).